Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of power cable disconnects was confirmed via log file analysis. The heartmate ii system controller serial #: (B)(6) was returned for analysis and a log file was submitted for review spanning approximately 17 days (B)(6) 2021 per timestamp. The controller recorded intermittent power cable disconnect alarms that were not associated with a power source exchanges due to power cable faults, occurring on the both power cables. The power cable disconnect alarm activated with these events as well. All the atypical power cable disconnects occurred while the controller was connected to battery power and did not happen while the patient was connected to the power module or mobile power unit. These atypical alarms occurred at the time stamps of (B)(6) 2021 at 12:24:14 and 15:27:44, (B)(6) 2021 at 21:01:20, (B)(6) 2021 at 18:10:23, (B)(6) 2021 at 09:27:02, (B)(6) 2021 at 12:37:39, 15:51:14, and 16:43:28, on (B)(6) 2021 from 12:03:19 - 22:54:51, (B)(6) 2021 at 18:51:27, and intermittently from (B)(6) 2021 at 23:36:10, (B)(6) 2021 at 10:32:12. These alarms would clear on their own or clear when the power source was exchanged. There were no other alarms related to the reported event. Pump operation was not affected. The heartmate ii system controller was tested and passed all stages of testing. The system controller was able to operate a pump as intended and was able to operate on a mock loop without issue. The reported power cable disconnect alarms were not able to be reproduced. The root cause of the reported event was unable to be conclusively determined in this analysis. The device history records were reviewed and the records revealed the heartmate ii system controller serial#: (B)(6) was manufactured in accordance with manufacturing and qa specifications. Heartmate ii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including backup battery faults. Heartmate ii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The investigation results will be provided in final report.

Event description:
Related manufacturer reference number: 2916596-2021-01740. It was reported that patient had an alarm during the night while he was supported by mobile power unit (mpu). The vad coordinator checked all the leads and decided to exchanged the controller and mpu. There were no more alarms since the exchange. The alarm description stated a power cable disconnect.